Manufacturer narrative:
Initial 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in australia. It was reported that the patient faced an event on (B)(6) 2026, where infusion set fell off during use. The issues occurred with two infusion sets used for one day.